Event description:
It was reported that during the implant procedure, the distal of the catheter buckled while trying to engage the coronary sinus. The kink caused excessive resistance to contrast injection. Once disengaged the kink remained and the entire distal of the catheter was flattened. It remained flattened for several minutes after it was removed before slowly regaining its shape. The catheter was attempted and not used. The physician commented that it was very flimsy and that and would use an inner catheter for more support which he did with the next catheter with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter shaft was bent. Visual summary indicated the catheter was damaged during use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.